Event description:
An optometrist reported a case of delayed epithelial healing on one left eye approximately 2 weeks post prk (photo refractive keratectomy) surgery. Report received reflects patient report of "irritation and blur". Reporter informed that patient's dosage of steroid drop were decreased from four times a day down to one time a day, and a bandage contact lens use was prolonged. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).